Event description:
It was reported that multiple cartridges were damaged at the cartridge shroud. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge to resolve the issue.